Event description:
User reported 3 false positive results. Negative unspecified additional test. This is report 3 of 3.

Event description:
User reported 3 false positive results. Negative unspecified additional test. This is report 3 of 3.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6) (3014862188-2021-02068, 2067: test 1, 2 of 3).